Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient developed an infection at the ins pocket site. No environmental factors contributed to the issue. The existing ins and lead were explanted and replaced. The ins was relocated to the opposite side of the body away from the original pocket. The issue has been resolved.